Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that a phacoemulsification tip loose error message was displayed before surgery. The surgery was completed after the product was replaced with another one. The procedure type was unknown. There was no impact on the patient. Additional information was requested but non received till date.